Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the no image could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic. The patient has no implant devices. The device was inspected before use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the cause of the failure could not be determined. The device evaluation found: scope connector guide pin broken, and xenon lamps had been used for more than 500 hours and the light intensity had decreased. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the light source produced no image. Reportedly, the issue was found during examination and the procedure was cancelled and rescheduled. There were no reports of patient harm.